Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc)device during dwell. The homepatient disconnected and then received the error message. The hp would complete therapy with manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the exact product code is unknown at this time, there will not be a 510k number provided.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).